Event description:
Infusion pump with an 82:02 failure code. Information was not provided regarding whether or not the device was in patient use when the reported event occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was provided.